Manufacturer narrative:
Product complaint : (B)(4). Pc: surgical intervention in the form of revision surgery. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was brought to the operating room with a broken rod. She has had 4 previous surgeries for non-unions with her lumbar fusion. The broken rod spanned a segment which had no interbody device spanning from t10 - l4 which then linked into a separate construct down to the pelvis.